Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the adapter plate on that smart remote manager had lost its stickiness. The field service engineer preached the plate & adhesive with a new one to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system remote manager refrigerator was not able to lock medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.